Manufacturer narrative:
H.6. Investigation: due to no photo or sample being received for investigation, the customer's complaint of disconnect could not be verified and the root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: material #: 2426-0007 batch/ lot #: unknown (straight out of the package) chamber was disconnected from tubing. The tubing on the bottom side of tubing was disconnected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: material #: 2426-0007 batch/ lot #: unknown (straight out of the package) chamber was disconnected from tubing. The tubing on the bottom side of tubing was disconnected.